Event description:
Complainant alleged that while setting up the device prior to use on a pt (age & gender unknown) the device powered up without display. Complainant indicated that there was no pt involvement in the reported malfunction.